Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced a loose fixture subsequent to sustaining trauma at the implant site. The implanted device remains.